Event description:
Infusing omnipaque from power injector through 22g IV. Tubing ruptured just above the hub of the lock. Only infused 68cc of omnipaque before rupture. Compromised diagnostic quality of study.